Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an acl reconstruction surgery using endobutton, the white suture broke under the strain, the closed-loop of the endobutton was cut because the plates could not be removed. The procedure was successfully completed with a surgical delay of 30 minutes using a back-up device. The plate was removed from the patient and an additional bone hole was required to complete the surgery. No further complications were reported. Current health status is good, patient has been discharged.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10 h3, h6: part of the reported device was received for evaluation. A visual inspection revealed it was received with the white closed suture loop missing from the button. The device was also coated in debris. No physical damage visible to the button. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found each shipment is accompanied by a certificate of conformance and a lot sample must pass a tensile strength requirement prior to release. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.